Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to tw (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped working. Unknown if pre-cautery test was performed. There was no patient injury. The cautery worked on the first few branches/tissue, then it stopped working. It's not known if the polyfuse feature was activated as there's no indicator light or sound to the user. Power setting at 3. Age of power supply and extension cable unknown the extension cable was replaced. Same problem. The kit was replaced - with the same issue of cautery not working with the replacement kit. A third kit was opened to complete the procedure without any problems. No patient harm. No procedural delay aside from the few minutes to troubleshoot and open a new kit.